Event description:
Since last month we've had multiple devices that are broken upon opening. First incident involved a couple of devices (no packaging saved) and the second incident in which the connective tubing of the CT contrast syringes was broken. We have saved devices but not all data/packaging pertaining to all the incidents. Unfortunately, there are approximately 4 unmarked sets so we only have information on 3 for this report. The 2 devices most recently were of the same lot number. No patient involvement. No patient hams. Seeing a trend of breaks, so we moved forward with a medsun report.